Event description:
It was reported that there was an end of service/end of life (eos/eol) message for the implantable neurostimulator (ins) and they were doing an ins replacement. It was noted that the patient was currently programmed to 1 negative, case positive and impedances were all greater than 4000 ohms. Four days later, it was reported that no additional diagnostics were performed and the cause of the high impedances was that the ¿lead must be fractured from an injury.¿ it was noted that the eos/eol was due to normal battery depletion and if the patient did not respond to ¿stretching her bladder¿ her lead would be removed and replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v220469, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).